Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, software, instruments and hardware tests failed. Source not determined. System replaced. Return requested. Replacement multi-out 350w power supply shipped to site 01/25/2017. Medtronic investigation of returned suspect multi-out 350w power supply finds that when the power supply was tested and it was found to not have voltage output on +12v circuit. The 28vdc, 9v+, and 5v+ output the correct voltage. The 9vac voltage output was 12vdc. When visually inspecting part, pcba board had burnt components. Confirmed reported failure. Defective pcba - electrical failure. On 02/09/2017, a medtronic representative, following-up at the site, reported there was no delay in the procedure. The navigation system was removed from the room immediately for safety reasons and the surgeon continued the procedure without navigation. The surgeon did not discontinue operating at any point. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, a loud pop was heard and the power to the navigation system monitors went off. The navigation system was plugged into a red outlet. When the navigation system was tested with a white outlet, the monitor did not power on. A burning smell was coming from the navigation system. Use of navigation was abandoned for the surgery. No other operating room (or) equipment was affected, no power surge suspected. In trouble-shooting, they found no power to the navigation system staff cart or surgeon monitor, and no power to the video splitter. Power to the computer, polaris spectra system control unit (scu), and navigation system power button was successful. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.